Event description:
Medtronic received information from a literature article regarding three successful cases of redo aortic valve replacement via the valve-in-valve technique using a non-medtronic (livanova perceval) sutureless prosthesis for prosthetic valve endocarditis. The cases involving medtronic products are described below. Patient 2 underwent aortic valve replacement with a 25 mm medtronic freestyle bioprosthesis for severe aortic stenosis secondary to rheumatic heart disease. Twelve years later, the patient presented with congestive heart failure symptoms evidenced by shortness of breath on exertion, orthopnea, paroxysmal nocturnal dyspnea, and peripheral edema. Three months before this presentation, the patient underwent a dental bridge procedure in the philippines, which was complicated by enterococcus bacteremia requiring hospital admission. Transesophageal echocardiography showed a 17 x 4 mm mobile vegetation on the right coronary cusp of the freestyle valve with multiple leaflet perforations. There was severe aortic insufficiency and moderate mitral regurgitation. Blood culture showed no growth after five days. The patient was started on ceftriaxone and vancomycin. Subsequently, redo aortic valve replacement was performed, and a non-medtronic rapid deployment valve was implanted valve-in-valve inside the freestyle. Patient 3 underwent aortic valve replacement with a 29 mm medtronic mosaic bioprosthesis. Seventeen years later, the patient underwent a redo bentall and hemiarch replacement with a 27 mm non-medtronic (perimount) valved conduit and a 32mm non-medtronic (gelweave) graft for aortic root aneurysm. The specific reason for replacement of the mosaic valve was not reported. Four years after that procedure, the patient developed endocarditis (streptococcus sanguinis) of the non-medtronic valved conduit and subsequently underwent redo aortic valve replacement with a non-medtronic rapid deployment valve. Post-operatively, the authors noted that both patients completed a six-week intravenous antibiotics course and were doing well without rehospitalization, pacemaker implantation, recurrent endocarditis, or further surgical intervention at the one-year follow-up. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: nguyen q, et al. Valve-in-valve using perceval prostheses for prosthetic valve endocarditis. The annals of thoracic surgery. 2022 dec;114(6):e437-e439. Doi: 10.1016/j.athoracsur.2022.02.037. Epub 2022 mar 5. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Patient age, gender, or weight cannot be provided due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: the literature article for this event was inadvertently not attached to the initial report. Article attached to this report (nguyen q, et al. Valve-in-valve using perceval prostheses for prosthetic valve endocarditis). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.